Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The 2.5x15mm xience alpine referenced in b5 is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, 80% stenosed lesion in the mid to proximal 90% stenosed, left anterior descending coronary artery. A 2.5x15 mm xience alpine stent delivery system (sds) was advanced to the target lesion and the xience alpine stent was deployed. However, after the second inflation; the sds balloon was deflated and blood was confirmed to be coming into the indeflator. Additionally, a 3.0x15 mm xience alpine (sds) was advanced to the target lesion and the same issue occurred, the xience alpine stent was deployed and after the second inflation; the sds balloon was deflated and blood was confirmed to be coming into the indeflator. A trek nc balloon dilatation catheter was used for post-dilatation of the two xience alpine stents. There were no adverse patient effects and no reported clinically significant delay. No additional information was provided.